Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors instrument had the insulation damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument damage was discovered prior to use. The damage observed was the insulation coming off. There was no report of wire exposure due to insulation and the cable was not broken in half or not intact. There were no visible protruding cables. There were no issues removing the instrument through the cannula. The issue was resolved by using a different monopolar curves scissors instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the monopolar curved scissors instrument for failure analysis. Inspection confirmed scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.282¿ x 0.042¿. No material was missing. No conductor wire damage identified.

Event description:
Refer to h10/h11 for follow-up information.